Manufacturer narrative:
The device was disposed of by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that loss of adequate stimulation and implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery are a known risks with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead replacement due to suboptimal placement. As a consequence of the suboptimal placement, the patient experienced inadequate stimulation therapy to control parkinson's disease symptoms. The patient's postoperative status is fully recovered. The explanted device will not be returned, as it was disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead replacement due to suboptimal placement. As a consequence of the suboptimal placement, the patient experienced inadequate stimulation therapy to control parkinson's disease symptoms. The patient's postoperative status is fully recovered. The explanted device will not be returned, as it was disposed of by the facility.